Event description:
It was reported that the zimmer skin graft mesher gears on both cutters and mesher are worn and need replaced. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
Beginning 05/31/2002, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The svc record indicates that the device is 3 years old and was last returned to the MFR for repair on (B)(4) 2010. The reporter is a cadaver tissue bank, which experiences heavy usage of devices. Previous repair of the device included replacement of the gears. Investigation of the device determined that the roller and cutter gears were damaged. The side plate and comb were also observed to be damaged. Calibration prior to repair could not be determined due to damage to the roller gear. The device was repaired by replacing the roller gear, roller, worn bearings, side plates and comb and the ratchet assembly was lubricated. Additionally, the gears were replaced on the two cutters that were returned with the device. After repairing the gears on the cutters, they met zimmer mesh test acceptable criteria. Improper handling most likely caused the damage to the roller and cutter gears which most likely caused the customer's event. The device was serviced and returned to the customer.